Manufacturer narrative:
Other, other text: device evaluation summary: one cadd legacy pump was returned for analysis. Review of device history log found ?high pressure alarm" messages after pump starting. During inspection of the pump, signs of fluid ingression's were found on by chassis base of the downstream occlusion sensor. The customer stated issue could not be duplicated. Problem source could not be identified. Additional information: information received indicating date of event, patient's initial, date of birth, gender and weight. Fields updated: a1-4, b3.

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited high pressure alarm. No reported adverse effect.